Manufacturer narrative:
Product investigation complete. The ams800 pressure regulating balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The balloon failed pressure test at 57.8 cmh20. It did not perform within the product specifications (61-70 cmh20). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to he still experienced recurring incontinence. The patient's 61-70 pressure regulating balloon (prb) was removed and replaced with a 71-80 prb. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to he still experienced recurring incontinence. The patient's 61-70 pressure regulating balloon (prb) was removed and replaced with a 71-80 prb. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.